Event description:
The patient experienced shocking at the lead and a needle poking feeling at the implantable neurostimulator (ins) when going through a store theft detector/security gate. The ins was on during the exposure. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).